Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances related to the reported event were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2007 and mesh was implanted. The patient reported experiencing recurring hip pain, especially on the left, right leg pain that goes down to the ankle, lower back pain and pain in intimate relationships. The patient further reported that the procedure did not resolve the incontinence and the patient now has to put pressure on the pubic area in order to empty the bladder completely. No further information is available.